Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms and restart alerts on the ilet after supply changes, with guidance to warm insulin to room temperature and a subsequent device replacement arranged; the event included high glucose alerts and a recorded glucose over 400 mg/dl. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting steps that removed the cartridge, a dry-run supply change without supplies, and a full supply change with a new cartridge, after which alerts recurred several hours later; device replacement and return were initiated for further evaluation. Investigation of this device revealed recurrent motor stall behavior consistent with a device malfunction involving the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.